Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging possible under delivery and experienced high blood glucose. The customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer treated with intravenous fluid and insulin in hospital. The customer current blood glucose value was 394mg/dl. The customer was treated with manual injection. The customer experienced symptoms such as nausea and vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it was passed. The reservoir will not be returned for analysis.